Event description:
A consumer's daughter reported that following her mother's bilateral intraocular lens (iol) implant surgery, she cannot see at distance and can only see within two feet, nothing outside that range. The daughter reported no problems with her mother's left eye. At the request of the reporter, the surgeon was not contacted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. At the request of the reporter, the surgeon was not connected. (B)(4).